Manufacturer narrative:
The unit was returned to the service for evaluation. The customer¿s complaint of ¿poor image¿ was confirmed. The image was found foggy due to condensation on adapter lens. In addition, kinks were noted in the cable. The most likely cause of the unit¿s damage is mishandling . The instruction manual provides the statements below to mitigate chemical and cable damage. Chapter 6 compatible reprocessing methods and chemical agents 6.1 compatibility summary olympus camera heads are compatible with several methods of reprocessing. Certain components and accessories, however, are not compatible with some methods, which can cause equipment damage. For appropriate reprocessing methods, refer to table 6.1 or 6.2 and figure 6.1 or 6.2 below, the recommendations of your infection control committee and all national and local hospital guidelines and policies. Otv-s7h-n/1n/1d/d-6m, otv-s7h-1d-f08e/l08e/d-l08e cleaning ¿ ultrasonic cleaning and detergent solutions disinfection - 2.0 - 3.2% glutaraldehyde solution(immersion) sterilization- ethylene oxide gas sterilization and steam sterilization (autoclave) section: 7.1 required reprocessing equipment preparation of the equipment prior to cleaning, disinfection or sterilization, prepare the equipment shown below. Do not coil the camera cable into a diameter of less than 10 cm. Equipment damage can result." The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that the image quality was poor on the camera head. There was no patient involvement reported.